Manufacturer narrative:
The device was returned to philips bench repair. Testing was performed by a bench repair technician, and the device was found to be able to produce sound. Based on the information available and the testing conducted, the cause of the reported problem at the time of the event was unknown. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. Per procedure, the device was upgraded and the device parts were replaced. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer (biomed) reported that the device was giving a speaker malfunction inoperative (inop) message and the speaker was not producing sound. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.